Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event. The current blood glucose value was 174 mg/dl. The customer was treated with food. The customer experienced no symptoms related to the low blood glucose event. The customer was not ok to troubleshoot. The insulin pump was used within 48 hours of the low blood glucose event. The smart guard/auto mode was active at the time of the low blood glucose event. No further patient complications were reported. The insulin pump will not be returned for analysis. Frn-mmt-342-rsvr, unomed-inf set, ozp-mmt-7040a-snsr summary for sg vs bg it was reported that the customer experienced hypoglycemia and discrepancy between sensor glucose and blood glucose. The sensor glucose value was 89 mg/dl while blood glucose value was 50 mg/dl at the time of the incident. During troubleshooting, the customer indicated that they were taking tylenol. The customer was informed that taking medications that contain paracetamol or acetaminophen while wearing the sensor may falsely raise sg readings. The customer was also advised to use a bg meter reading for dosing decisions in order to avoid a possible hypoglycemic event. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.